Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that the insulin was squiring out during manual prime process. The blood glucose level was 220 mg/dl at the time of incident. Customer stated that the drive support cap was normal. The insulin pump will not be returned for analysis.